Event description:
The svc report shows the ventilator failed to alarm audibly as anticipated. The nellcor puritan-bennett customer support engineer stated customer reported the failure had occurred previously, but it is unk if said occurrence involved a pt. The engineer reported replacing both the alarm speaker and the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.